Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that replaced umbilical cable to resolve complaint. Performed system checkout. System is functional and returned to customer for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the umbilical cable was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Imaging system umbilical cable passed bench test. Continuity test passed and was installed in known imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were taken successfully. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000457, serial/lot #: (B)(6) rev. D: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the system was not exposing intermittently. Site reported that system was able to expose but only after numerous attempts. Site noted that they are continuing to use the system. No other information available at time of call. This issue occurred intra operatively and there was no reported impact to the patient outcome. No additional information was provided.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.